Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had damaged tubing. The following information was provided by the initial reporter: blood tubing had hole in it. When tubing primed, a small amount of blood spilled from hole. Product: 2477-0007. Lot: 25085726. Additional information received from the customer: the event did not cause any direct patient harm, though it did cause the patient to get less blood infused than intended. Otherwise, there were no further issues.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.